Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone that insulin pump was making a noise during set change. Customer's blood glucose was 94 mg/dl. Customer reported that insulin squirted out and numbers did not move. During troubleshooting, insulin pump did not beep nor did numbers appear on screen as was supposed to. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.